Manufacturer narrative:
One used set was received for evaluation. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. Damaged (separated) tubing located inside the twist sleeve/occluder feet was found during visual inspection and leak testing. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event/therapy occurred on an unspecified date in (B)(6) 2017. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing separated from the minicap transfer set. This event occurred during use while the patient was connected. There was no patient injury or medical intervention associated with this event. No additional information is available.